Event description:
The user facility reported that the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no adverse consequences. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported that the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no adverse consequences. Attempts were made to obtain additional information about the event; no further information was received.